Event description:
It is reported that lens was placed and then removed during the same procedure because the physician changed his mind. The incision was enlarged to remove the lens from the patient''s eye; however, sutures were not required. In follow up with the physician''s office it was confirmed that the patient is doing well and that there were no patient complications.

Manufacturer narrative:
The intraocular lens (iol) was received at our manufacturing facility for evaluation with a visual inspection showing a lens where the optic was cut in half. The two pieces of the lens were inspected and found to have no optical deviations. No further optical inspection/evaluation could be performed as a result of the mechanical condition of the received explanted lens. A review of the manufacturing records for the iol revealed no deviations. Further, the diopter measurement records for this iol were verified, shown to be within specifications, and were in compliance with the labeled dioptric power 25.0 diopter. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information that changes the facts and/or conclusion of this report become available, another supplemental report will be submitted. Placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.